Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage at the luer connection. The following information was provided by the initial reporter: material#: 309628, batch#: unknown. It was reported by the customer that the syringe plunger leaked medication through the needle/syringe hub and the needle was consistently problematic to thread with the syringe top. Rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2025, type of incident/problem: failure (i.e. While preparing for, in use, after use), level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): incident details: writer was administering an im medication (cyanocobalamin) to patients left ventrogluteal. When writer depressed syringe plunger, the medication leaked through the needle/ syringe hub and emptied to the floor. Approximately half the syringe contents (0.5ml) was remaining in the syringe when medication loss was noted. Due to the little to no administration of medication and low risk associated with medication, writer repeated injection of full prescribed medication dose, using new needle, syringe, and medication vial. Medication was successfully administered to right ventrogluteal, without any further device issues following patients' appointment, writer trailed connecting the same needle brand/ size to the same syringe brand / size. It was noted the needle was consistently problematic to thread with the syringe top. Additional info received on 08-aug. The needle specific to the patient incident has been discarded. Following the incident I attempted connecting the same type of needle from storage to the same type of syringe, using water to check for leaks or any faults. With all 4 needles tested with water, I noticed each needle was difficult to thread to the syringe. I don't know if the needle involved with the incident was defective with leaking prior to opening the package, or if a crack could have occurred when threading the hub to syringe. I removed the remaining few from our clean hold bins and isolated with a note flagging incompatibility. These needles were provided by stores, so they were not purchased by elbow river healing lodge, therefore I do not have a box to return or an order number. Due to them being provided by ahs stores, I am unsure if any of the remaining needles would be of the same lot number or even if we are the appropriate site to be providing the remaining supply of needles. I have also cc'd (B)(6), our program manger. Please let me know anything else you may need from me. Additional info received on 08-aug. All 3 share an expiry date of 2025-10. The syringe used was a bd 1ml luer- lok tip ref: 309628. Nicole has 3 of the 4 samples still and I have asked her to send these back for evaluation.

Manufacturer narrative:
(B)(6) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.